Event description:
It was reported during a lobectomy procedure that the tx30g was used to deal with bronchia, the firing trigger and closing trigger open automatically after firing. All staples were malformed and tissue was not cut. Then hand sewing was used to complete the or. There was no adverse patient consequence.